Event description:
It was reported that the patient fell down the stairs and subsequently their implantable stimulator stopped providing symptom relief. Impedance measurements of >4000 were obtained. The device was explanted 2011-(B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Visual and functional testing of the implantable neurostimulator revealed no anomaly found testing of the lead revealed the continuity acceptable with no shorts between circuits. Visual examination revealed suspected body fluids. The outer insulation intact and the distal end was okay.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Tined lead model 3093, lot # v674600, implanted: 2011-(B)(6), explanted: 2011-(B)(6), patient programmer model 3037 serial # (B)(4), implanted: na, explanted: na.